Manufacturer narrative:
(B)(4). A hot axios delivery system was returned for analysis; the stent was not returned. A visual examination of the device noted that nose cone was detached from the polyimide inner shaft, and the nose cone was not returned. The polyimide inner shaft was kinked, and the outer sheath was bent near the luer connection. The stent deployment hub was at step #4, the catheter hub appeared to have been advanced proximally, and the catheter lock was in the locked position. The yellow safety clip was not returned. There were no other issues with the device. The investigation concluded that the cause of the noted device defects was most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first flange of the stent was successfully deployed inside of the cyst. While attempting to deploy the second flange inside of the stomach, the second flange failed to deploy, and the first flange was pulled out of the cyst. The stent and delivery system were removed through the scope with the stent still partially deployed on the delivery system. The procedure was completed with two plastic stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the nose cone detached from the polyimide inner.